Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the sheath buckling occurred due to bending load being applied during pre-use inspection or when inserting it into the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device sheath was buckling. There was no patient involvement.

Manufacturer narrative:
Additional information is being submitted to previously submitted d4 ¿ expiration date for this device is 30-apr-2027. Correction to previously submitted d4 serial number - item should be blank ¿ non-serialized device.

Event description:
It was observed that during the device evaluation, the subject device sheath was buckling. There was no patient involvement.